Manufacturer narrative:
Gtin number for item 2426-0007 lot 17067143 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿infusion of ns 1l started, approximately half way through the infusion, a leak was found coming from the tubing of the infusion set, midway from the IV site. Water spill cleaned up by staff. Tubing was saved in a bag for reference. No harm to patient. Potential for harm depending on what was being infused, since this is a chemo unit."